Manufacturer narrative:
It was reported that the blood pressure machine was "giving false readings, pt got a reading of 200/60 and he went to his doctors office and had them do a reading and it was reading 120/70. His doctor told him to call and file a complaint for false readings."there were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that the blood pressure machine was "giving false readings, pt got a reading of 200/60 and he went to his doctors office and had them do a reading and it was reading 120/70. His doctor told him to call and file a complaint for false readings."